Event description:
Patient from ed room one with MRI wheelchair said she would prefer to go on stretcher. After taking patient to the department, I took out MRI stretcher. Before moving patient to MRI stretcher, I had to do MRI screening. Patient was complaining of her pain and said let's get the scan done. I was standing at the head of the stretcher and started to pull it in the room, not remembering patient had not been transferred. By the time I noticed the pull on the stretcher, it was too late. I was between the stretcher and the magnet. I used my body to reduce the impact. The patient was removed to the MRI stretcher and sent back to the ER.